Event description:
Per the clinic, the patient developed multiple infections that is resistant to antibiotics treatment (specific date and duration not reported) on the device. Additional information has been requested but has not been made available as of the date of this report.